Event description:
Boston scientific received information that physician was unable to extract the helix of this right atrial (ra) lead. The physician attempted several times but still unsuccessful. Another lead was implanted successfully. Boston scientific technical services (ts) recommended to handle the lead and screw mechanism with caution. This ra lead was never in service and will be returned to laboratory for detailed analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Twisting marks, which usually indicate over-torque of the helix, were not observed on the lead body and the helix was noted to be fully retracted. Visual analysis did show that the lead was fractured in the inner coil at the distal end of terminal pin. X-ray was also performed and confirmed the issue. No other test was done due to the observation. It was concluded that the lead was clinically out of specifications due to a manufacturing issue.